Event description:
The customer reported to olympus, the evis lucera elite gastrointestinal videoscope, experienced a blurry image. The event was identified during the procedure. There was no report of patient or user harm associated with the event. During testing and inspection of the returned device, it was discovered that there was a foreign material coming out from the tip. This medwatch report is being submitted to capture this reportable malfunction which was identified during the evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer¿s allegation of a rough image, was confirmed, and the event was reproduced. It is determined that there was dirt on the lens. The foreign matter was believed to be a chemical solution of silicic acid flowed out from the forceps channel and the air and water nozzle. It also adhered to the surface of the objective lens. Additionally, the following findings were also identified, and are as follows: (a.) There was insufficient objective lens cleaning, (b.) And dirt on the objective lens. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root causes of the foreign material could not be identified, although component analysis revealed that the foreign material turned out to be silicates (originating from chemicals) and proteins (originating from humans). Olympus will continue to monitor field performance for this device.